Event description:
The pt had several stents implanted between 2002 and 2005. In 2005, the pt suffered a minor heart attack. It is believed that the pt may have restenosis in one or more of the stents implanted. The next day, the pt had another cypher stent implanted. Approximately a year later (2006), the pt suffered a major heart attack. It is believed that the heart attack was caused by restenosis in the cypher stent implanted. The pt's physician attempted to treat the in-stent restenosis without success. The next day, the pt underwent a coronary artery bypass graft (CABG) to circumvent the in-stent restenosis. Two months later (2006), the pt suffered another minor heart attack. The next day, the pt underwent angioplasty and another cypher stent was implanted.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. This is one of two reports involved with the reported event. The associated MFR report number is 3003742446-2008-00061. More than two products are represented in this report. However, the number of stents reported is unk.